Event description:
I had the new silicon gummy bear gel implants placed in (B)(6) 2010 with the understanding that they don't run or go into the extracapsular tissue. I had these put in because of bilateral breast cancer. I would have had saline, but the doctor told me that these were new and improved and approved by the FDA. Now I have a rupture with silicone already in my extracapsular tissue in less than 7 months. I now have to have it removed. I will tell you that the new product does for you. You never know you have a leak unless you pay (B)(6) for an MRI because mammography won't pick it up. That is what the new silicone does. You should stop the use of them before thousands of trusting women get messed up and stay in pain as I am. It could be your wife, sister, mother, aunt, or daughter. Dates of use: (B)(6) 2010. Diagnosis or reason for use: breast cancer.